Event description:
During a dental implant procedure on (B)(6) 2013, reportedly two separate e-pen attachments (drill/burr attachment for 2.35mm shafts) did not function. It was reported a third attachment was used to complete the procedure with no further problem. No harm to the patient was reported. No additional information was provided. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product codes: dzi, erl, hbe. The lot # was reported as 1102; however, the part and lot number combination is cannot be confirmed. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was not possible as the part/lot number combination is unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to: does not meet the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. The MDR report ability status updated to: does not meet the definition of a reportable event. Synthes is retracting medwatch report: #2520274-2013-02783. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.